Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic') in a 34-year-old female patient who had essure (batch no. 827757) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder operation in 2000. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/ depression"), vaginal haemorrhage ("vaginal bleeding"), dysmenorrhoea ("dysmenorrhea( cramping)"), anxiety ("anxiety and mental anguish"), migraine ("migraines/ headaches"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2012, the patient experienced vaginal infection ("vaginal infection"), 2 years 11 months after insertion of essure. On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery ((B)(6) 2015, hysterctomy (full) salpingectomy (unilateral)- left side). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, vaginal infection, vaginal discharge, bladder disorder and urinary tract disorder had resolved and the depression, vaginal haemorrhage, dysmenorrhoea, anxiety, migraine, nausea, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, fatigue, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2009 and (B)(6) 2010 plaintiff received treatment for menorrhagia, vaginal infection, vaginal discharge, bladder problems, urinary disorder, vaginal bleeding, pelvic pain, depression and anxiety. Discrepancy: previously reported hsg test with essure device was successfully occluded in current fu patient reported she did not undergo an essure confirmation test. As per surgery details (mr)the right tube was densely adhered to the right ovary, and because of the potential loss of the ovary, and given the patient's young age, the decision made to proceed with right fallopian tube conservation diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge and menorrhagia. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs and mr received: lot number was added, newly added events- vaginal bleeding, dysmenorrhea, depression, anxiety, migraine, nausea, fatigue, hair loss. Event onset date of events ¿ menorrhagia (heavy menstrual bleeding), pelvic pain female, vaginal discharge and vaginal infection was added. Reporter was added and medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), psychological trauma ("psych injury"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery ((B)(6) 2015, hysterectomy (full) salpingectomy (unilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, vaginal infection, vaginal discharge, bladder disorder and urinary tract disorder had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2009 & (B)(6) 2010. Plaintiff received treatment for menorrhagia, vaginal infection, vaginal discharge, bladder problems, urinary disorder. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: reporter information and patient demography was added. New events "abdominal pain, menorrhagia (heavy menstrual bleeding), vaginal infection, vaginal discharge, psych injury, bladder problems, urinary problems" were added. She underwent a hysterectomy and salpingectomy. Outcome of event "pelvic pain" was updated as "recovered/resolved". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic') in a 35-year-old female patient who had essure (batch no. 827757-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder operation in 2000. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal infection ("vaginal infection"), 2 years 11 months after insertion of essure. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/ depression"), vaginal haemorrhage ("vaginal bleeding"), dysmenorrhoea ("dysmenorrhea( cramping)"), anxiety ("anxiety and mental anguish"), migraine ("migraines/ headaches"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vulvovaginal candidiasis ("candidal vaginosis") and post procedural complication ("post procedural complication"). The patient was treated with surgery (B)(6) 2015, hysterectomy (full) salpingectomy (unilateral)- left side). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, vaginal infection, vaginal discharge, bladder disorder and urinary tract disorder had resolved and the depression, vaginal haemorrhage, dysmenorrhoea, anxiety, migraine, nausea, fatigue, alopecia, vulvovaginal candidiasis and post procedural complication outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, fatigue, menorrhagia, migraine, nausea, pelvic pain, post procedural complication, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2009 and (B)(6) 2010. Plaintiff received treatment for menorrhagia, vaginal infection, vaginal discharge, bladder problems, urinary disorder, vaginal bleeding, pelvic pain, depression and anxiety. Discrepancy: previously reported hsg test with essure device was successfully occluded in current fu patient reported she did not undergo an essure confirmation test. As per surgery details (mr)the right tube was densely adhered to the right ovary, and because of the potential loss of the ovary, and given the patient's young age, the decision made to proceed with right fallopian tube conservation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge and menorrhagia. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. New events: candida vaginosis, post procedural complication were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic') in a 34-year-old female patient who had essure (batch no. 827757-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder operation in 2000. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/ depression"), vaginal haemorrhage ("vaginal bleeding"), dysmenorrhoea ("dysmenorrhea( cramping)"), anxiety ("anxiety and mental anguish"), migraine ("migraines/ headaches"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2012, the patient experienced vaginal infection ("vaginal infection"), 2 years 11 months after insertion of essure. On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery ((B)(6) 2015, hysterctomy (full) salpingectomy (unilateral)- left side). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, vaginal infection, vaginal discharge, bladder disorder and urinary tract disorder had resolved and the depression, vaginal haemorrhage, dysmenorrhoea, anxiety, migraine, nausea, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, fatigue, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2009 and (B)(6) 2010 plaintiff received treatment for menorrhagia, vaginal infection, vaginal discharge, bladder problems, urinary disorder, vaginal bleeding, pelvic pain, depression and anxiety. Discrepancy: previously reported hsg test with essure device was successfully occluded in current fu patient reported she did not undergo an essure confirmation test. As per surgery details (mr)the right tube was densely adhered to the right ovary, and because of the potential loss of the ovary, and given the patient's young age, the decision made to proceed with right fallopian tube conservation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge and menorrhagia. Most recent follow-up information incorporated above includes: on 22-oct-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.